Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic authorized biomed tested the system. It was reported that the a motor battery charger and battery were replaced to resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect motor battery charger has been received by the manufacture for evaluation however no results are available yet. The suspect battery has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the motor batteries of the imaging system are not charging and a clicking sound could be heard from the board. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the motor battery charger was completed by medtronic personnel. Testing found that the voltage was below specifications on the output of the charger.